Manufacturer narrative:
Continuation: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported their weight at the time of the event.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient's desktop charger cord was damaged. They stated her dog chewed on their cord and had damaged it. They called back in on (B)(6) 2019 stating that the charger was not connecting to her implant still after being sent the equipment. The patient stated her programmer was not working either. They reported they had no stimulation as well. The patient stated it had been 3 weeks since they last charged. A possible overdischarge was considered, but they would need to have the device checked to be sure. No medical or therapy problem was associated. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.